Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2019. An unknown certified diabetes educator stated that the patient had a severe reaction to the sensor adhesive, and experienced a raised red blister like ring. Additional information was provided on (B)(6) 2019. The patient¿s mother reported that on (B)(6) 2019 the patient started experiencing aching pain on the left arm, halfway between elbow and shoulder. The sensor was removed on the same day due to the pain. After sensor removal, the insertion area was red and swollen with pus, and looked like a pimple. On (B)(6) 2019, the patient was seen by a doctor at an urgent care and was prescribed antibiotics for the skin reaction. On (B)(6)2019 the patients mother spoke via phone with the patient¿s endocrinologist, and the doctor advised to discontinue the use of the dexcom g6 continuous glucose monitoring system. At the time of contact, it was indicated that the insertion site was still red and swollen and the patient was still on antibiotics. No additional event or patient information is available. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites.